Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 52-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported while attempting to insert the impella cp the physician had a hard time advancing the wire. The physician then turned the pump off, removed the wire and sheath, restarted the insertion process and successfully placed the impella cp device.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.